Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low as well as high blood glucose level. Customer's blood glucose value was 30 mg/dl went down and then up to 400 mg/dl an hour before. The customer stated that it was due to medication and could not control the blood glucose and took insulin. The device will not be returned for analysis.